Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal bleeding") in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight and gallbladder disorder. Previously administered products included for an unreported indication: oral contraceptive. Concomitant products included bupropion hydrochloride (wellbutrin), norethisterone (mini-pill) and sertraline hydrochloride (zoloft). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal distension ("bloating"), menstruation irregular ("irregular menses"), dyspareunia ("dyspareunia (painful sexual intercourse)"), headache ("headaches"), rash ("rashes"), depression ("depressed"), migraine ("migraines"), anxiety ("anxious"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), nausea ("nausea"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), back pain ("lower back pain"), uterine pain ("uterus pain") and adnexa uteri pain ("ovaries / reproductive area pain"). The patient was treated with surgery (hysterectomy with removal of the essure devices, hysterectom with unilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal distension, menstruation irregular, dyspareunia, headache, rash, depression, migraine, anxiety, urinary tract disorder, bladder disorder, nausea, dysmenorrhoea, vaginal discharge, fatigue, weight increased, back pain, uterine pain and adnexa uteri pain had resolved and the tooth disorder had not resolved. The reporter considered abdominal distension, adnexa uteri pain, anxiety, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menstruation irregular, migraine, nausea, pelvic pain, rash, tooth disorder, urinary tract disorder, uterine pain, vaginal discharge and weight increased to be related to essure. The reporter commented: patient sought treatment on multiple occasions for symptoms. She willbe forced to undergo a major surgery as a result of her essure implants. She will be left with serious injuries discrepancy noted in date of insertion (B)(6) 2008 and 2011. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.1 kg/sqm. Hysterosalpingogram - on an unknown date: results: confirmed proper placement; in (B)(6) 2009: total bilateral occlusion. On (B)(6) 2017:underwent a vaginal ultrasound to determine the cause of her symptoms. Most recent follow-up information incorporated above includes: on 19-mar-2019: plaintiff fact sheet received. Events added from pfs- bladder or urinary problems or changes, nausea, dental problems, dysmenorrhea (cramping), vaginal discharge, fatigue, weight gain / loss specify which one: weight gain, lower back pain, uterus pain, ovaries / reproductive area pain. Outcome of event was updated. Onset date of event was updated. Aka name, medical history, concomitant drug, historical drug, lab data were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal distension ("bloating"), menstruation irregular ("irregular menses"), dyspareunia ("dyspareunia"), headache ("headaches"), rash ("rashes"), depression ("depressed"), migraine ("migraines") and anxiety ("anxious"). The patient was treated with surgery (undergo a hysterectomy with removal of the essure devices which has been scheduled on (B)(6) 2018). Essure treatment was not changed. At the time of the report, the pelvic pain, genital haemorrhage, abdominal distension, menstruation irregular, dyspareunia, headache, rash, depression, migraine and anxiety had not resolved. The reporter considered abdominal distension, anxiety, depression, dyspareunia, genital haemorrhage, headache, menstruation irregular, migraine, pelvic pain and rash to be related to essure. The reporter commented: patient sought treatment on multiple occasions for symptoms. She will be forced to undergo a major surgery as a result of her essure implants. She will be left with serious injuries. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed proper placement on (B)(6) 2017:underwent a vaginal ultrasound to determine the cause of her symptoms. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.